Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging that she was unable to test on her one touch ultra meter for about 3 months, since she was testing on the memory mode and also claimed she obtained an unspecified error message. She continued to take her diabetes medication on a regular basis. Approximately 8 days ago, the patient exhibited symptoms of feeling shaky. She did not seek any medical attention or contact her physician for assistance. Customer care advocate (cca) walked the patient through a proper test and the issue was resolved via troubleshooting. It was also noted that the patient had been using expired test strips. When they opened a new vial of test strips, issue was resolved. The products were not replaced since the cca was able to resolve the issue. The complaint is being reported since the patient alleged that she was unable to test for 3 months and recently developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.